Event description:
It was reported the programmer rf (radio-frequency) head needs a new friction pad. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the rf head label was missing its coating. It was also noted that there was intermittent telemetry due to the cable being out of electrical specification.